Manufacturer narrative:
Additional information: h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a minicap transfer set was cracked. The patient was unable to disconnect from the amia cycler after peritoneal dialysis therapy. The patient was instructed to apply the red clamp, cut the line to disconnect, and apply sterile gauze to the open-end area. The gauze was then taped and secured to the abdomen. The transfer set had been in use for four months and was replaced as a result of the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.